Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod longer than 48 hours on the hips/buttocks. For treatment, the parent changed out the pod for a new pod and gave a correction bolus.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage is unknown. Due to this tear, fluid is unable to pass through the entire fluid path and out the distal tip of the soft cannula. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.